Event description:
Boston scientific received information that this implantable defibrillation lead dislodged the day of implant. A revision procedure was performed. The lead was successfully repositioned. Defibrillation threshold (dft) testing was successful. No additional adverse patient effects were reported.

Manufacturer narrative:
Available information indicates that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.